Event description:
The event is reported as: the customer alleges that the anesthesiologist noticed that there was a leak from the valve of the endotracheal tube during the surgery. The tube was changed and the anesthesiologist noticed that the new endotracheal leaking from the valve. No pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.